Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer fell from a mini stroke that was not diabetes related. It was reported that the customer was taken off the pump at the hospital, and it caused their levels to rise to 700mg/dl. No further information provided.